Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps (fbf) instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint "construction train torn & pliers broken away." The instrument was found to have a broken pitch cable at the distal clevis hub. Please note that this is the new design and the crimp is not readily visible during failure analysis. From engineering review, the crimp will not fall out unless the grip assembly is severely damaged. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this issue is attributed to a component failure. Additional observations not reported by the site that are related to the customer reported complaint were also identified. The fbf instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. The root cause of this failure is attributed to a component failure. The fbf instrument was found to have the main tube broken. A piece measuring proximately 0.179¿ x 0.060¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed mishandling/misuse. Additional observations not reported by the site and not related to the reported event were also identified. The fbf instrument was found to have various scratch marks on the main tube. The scratch marks were 0.078¿ - 0.140¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. The fbf instrument was found to have the life indicator with a failure to rotate. The housing was removed and found the life indicator did not rotate when the instrument expired. A review of the logs confirmed that the instrument has expired with 0 lives remaining. The root cause of this failure is not established. A review of the instrument log for the fbf instrument (part# 470205-17/lot# n13200511 0161) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system (B)(4). This complaint is being reported because failure analysis acknowledges that the fbf instrument was broken and a portion of the device that enters the patient (distal end) was missing. However, the site reported that no fragment fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the cable of the fenestrated bipolar forceps was found to be torn and the pliers broken away. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the reporter, however, they were unable to provide any further information other than there was no personal injury or patient incident that occurred.